Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting dialysis treatment with a polyflux 210h, the patient experienced dyspnea. It was further reported this was the patient¿s second time using the polyflux. No issues were noted during the first treatment with the product. The dialyzer was changed and the patient received 40mg of methylprednisolone and a salbutamol nebulization. No additional information is available.